Event description:
It was reported that pt had a t3 component implanted in 2002. In 2003, the pt was tackled by a prisoner, they both fell and at this time it is believed that the t3 stem was broken. Revision surgery was required.